Manufacturer narrative:
Corrected data: h6 code. Code a071209 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that since implant the sensation/stimulation does not reach the desired area, and increasing the stimulation does not alleviate the pain. Though when increasing the stimulation, a tingling sensation occurs at the site where the stim ulator was implanted, and it intensifies according to the strength of the stimulation. Guidance was provided to adjust the stimulation, but the sensation was too strong in areas other than the desired location, and pain relief was not achieved. Changing the group did not resolve this issue either. It was noted that the desired treatment was not being achieved, and it was suggested to consult the primary physician regarding the discomfort during stimulation adjustment. It was recommended to consult the hospital about what to do if poor health continues until the next appointment. The pain seems to be bearable, so it was not yet necessary to contact the emergency department, and they can monitor the situation with medication, etc. In addition, error 0x5fdae406 occurred in handset. After selecting the reboot option displayed on the error screen, it was able to be used normally. Arrangements for a new handset had already been made, and it has been received. It was confirmed that the error occurred on the old handset. Since the new equipment needs to be linked with the stimulator, guidance was provided to take it out of the boxand charge it. Contributing factors were unknown.